Event description:
Medtronic cardiovascular received information that during a bariatric procedure, the needle became dislodged from the uclip release assembly as the physician was extracting the assembly through the port and dropped into the abdominal cavity. X-ray was called into the operating room, but the needle could not be located. An attempt was made to retrieve the needle intra-operatively through a mini-laparoscopy, but was unsuccessful. On follow-up imaging, the needle was found, and the needle was removed laparoscopically the following day. It was reported that the patient is doing well.

Manufacturer narrative:
(B) (4). Evaluation method: device history reviewed. No device returned. Results: device history review found the product met specifications when released for distribution. No device returned. Conclusion: cause of event cannot be determined. Analysis: no product will be returned for analysis. Device history review found the product met specifications when released for distribution. Conclusion: a cause for this event could not be determined based on the available information. Should additional information be provided, the event will be updated and a supplemental report filed.